Event description:
The complaint was received via a direct call to the emergency support program. (B)(6) two nurses had requested assistance for cardiosave intra aortic balloon pump(iabp) regarding gas loss alarm that had occurred a few times over the past 24 hours. The alarm was resolved by pressing the iab fill key. The nurses verified there was no blood, discoloration, or flakes in the helium tubing and confirmed all connections were secure. The patient was reported to be coughing frequently at the time of the alarms. The nature of the alarm and appropriate troubleshooting steps were reviewed, and the alarms were assessed as likely related to clinical factors. The nurses were advised to call back if the alarm occurred 2 to 3 times within one hour despite pressing the iab fill key. No patient harm or injury was reported.

Manufacturer narrative:
As repair was not conducted so most probable root cause is the following reason a gas gain loss in the iab circuit takes place when a gas gain or gas loss has been detected in the iab circuit respectively when a cumulative shuttle gas gain or loss exceeds 5 cc relative to the last autofill volume the alarm activates when the iab inflation period is 80 msec or greater and the deflation period is 250 msec or greater. As the patient was coughing frequently so most likely alarm was triggered for this reason.